Event description:
Dealer states, unit is alarming right out of the box. Dealer contacted invacare to report, but will contact us again with po# and account to process the replacement. 12.10.14 dealer called in with po number to process return order. (B)(4).